Event description:
Caller states patient tested 91 mg/dl on compact plus system 1 and 90 mg/dl on compact plus system 2, while a comparison lab returned as 341 mg/dl within 10 minutes. Arterial blood was used with the meter results. No actions taken based on device result. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. This medwatch report is for the suspect device used in system 1 (lot number 20805541, expiration date 08/31/2013).